Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared by loading a new cartridge. It was also reported that an occlusion alarm occurred. Customer cleared the alarm and resume insulin delivery. The customer's blood glucose ranged between 300 - "high" mg/dl. The elevated bg caused the customer to have a difficult time breathing. Customer address their bg with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.